Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 358 (mg/dl). Customer changed infusion site, and delivered correction boluses and injections to treat bg levels. Per contact, customer was unavailable to complete troubleshooting with tandem technical support.